Manufacturer narrative:
Event summary: the patient data files showed at least nine applications were performed with balloon catheter 2afapro28/78475 on the date of the event, system notice (#(B)(4)) indicating that the ¿system detected a software error and stopped the injection¿ was confirmed several times. Visual inspection of catheter showed that the catheter was intact with no apparent issues. Smart chip verification indicated the catheter was used for nine injections. The catheter passed the performance test and electrical integrity as per specification. The inflation showed the kink on the guide wire lumen under the balloon segment, dissection showed a guide wire lumen kink at 1.17 inches from the tip inside the balloon. In conclusion, the catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.